Event description:
Unit was plugged into ac but not in use. Nurse noticed smoke coming from the unit, unplugged it and left it for clinical engineering to investigate. No patient involvement and no injury reported.